Manufacturer narrative:
The clinical analyst has reviewed this file and stated the following: ¿the surgeon reported experiencing a 'surge' through the phacoemulsification handpiece, and the aspiration was not working during a cataract procedure. The nurse indicated there were no sound of an occlusion bell and no advisory error. The surgeon noted seeing 'milk' and the patient suffered a corneal burn. The case was completed using sutures to seal the wound. Antibiotics were also given to the patient to reduce swelling. The patient¿s symptoms were noted as improving. The customer returned a completed questionnaire. The patient was a (B)(6) female with surgery on the right eye (od). The customer noted that during a phaco procedure the aspiration was not working. There was no occlusion bell sound and no advisory error noted. The surgeon saw ¿milk¿ and the patient suffered a wound burn as a result. The anterior chamber (ac) became completely opaque and a severe burn was noted. The customer reiterated there was no aspiration at all. The incision size was 2.4mm. The ac was filled with viscoelastic when the phaco was initiated. A very short phaco time resulted in a severe wound burn. The opacity extended from the stroma to just past the pupil margin. The patient had an aqueous leak, mild leak when corneal sutures removed, resolved with bandage contact lens. The patient has an anterior reaction, with persistent ac inflammation, which is mild and should resolve. The patient has severe astigmatism at -3.00 -2.75x25. The slit lamp exam noted: pre-event exam: normal anterior segment with mild to moderate lens opacity (nuclear sclerosis 2+ with a trace of corneal opacity. Post-event exam: moderate stromal edema which resolved over 1-2 weeks. Stromal opacity extending from the wound to just inside the pupil margin and is not improving. Very mild wound leak noted when the corneal sutures were removed. A bandage contact lens resolved the leak quickly. The patient is on steroid eye drops four times a day. The complications noted were decreased visual acuity and corneal scarring. The outcome of the event noted the vision may improve a little as the cornea recovers, but the patient is likely to have a significant problem with opacity and astigmatism. The surgeon may consider refractive surgery of the astigmatism. The phaco handpiece has not been used since the incident on the (B)(6) 2015 as the surgeon believes it may have been an occlusion within the handpiece that precipitated the corneal burn. The phaco handpiece has been received for in-house testing. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ the system and handpiece were examined and the reported aspiration issue was not replicated. However, the handpiece was returned for evaluation. The system was tested and found to meet product specifications. The system was manufactured on november 22, 2014. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. The phaco handpiece was manufactured on december 10, 2014. Based on qa assessment, the product met specifications at the time of release the phaco handpiece was received for evaluation. A visual assessment of the returned sample revealed no non-conformities. The ground resistance of the handpiece was measured and found to be within specifications. Aspiration flow was then tested per the flow rate test and was found to meet specifications. The handpiece was then primed and tuned without error on a calibrated centurion console. The handpiece was run successfully at 100% power on the system for 5 minutes. Finally, the u/s and torsional strokes were measured and found to be within specification. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The handpiece and system were found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A nurse reported experiencing a 'surge' through the phacoemulsification handpiece, and the aspiration was not working during a cataract procedure. The nurse indicated there was no sound of an occlusion bell and no advisory error. The customer also indicated seeing 'milk' and as a result the patient suffered a corneal burn. The case was completed using sutures to seal the wound. Antibiotics were also given to the patient to reduce swelling. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
New information received. During the incident the anterior chamber became completely opaque. When the phacoemulsifiation was initialed the anterior chamber was filled with viscoelastic. The patient experienced a visual loss and increased astigmatism. During the removal of the sutures there was an aqueous leak with resolved using a bandage contact lens.